Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the right ventricular (rv) lead had oversensing and undersensing, and the lead integrity alert extended the number of intervals to detect due to non-sustained episodes and short v-v counts. During the explant procedure it was found that the rv lead had clavicular crush. The lead was partially explanted and replaced. No patient complications were reported as a result of this event.